Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot/batch/serial number is unknown. Based on the information received, the cause of the reported incident could not be determined. It was noted that the system was currently running as expected by replacing the ethernet cable, per the reported description.

Event description:
During the atrial fibrillation ablation procedure, communication issues occurred which required multiple unsuccessful troubleshooting attempts and resulted in the procedure being cancelled. It was noted that there were no signals and there was a "check amplifier and connections" message. The system was rebooted and it was verified that all connections were secure. The fiber optic cable was replaced, and the system was rebooted again. The amplifier was reset and rebooted again. There were no amplifier errors to be cleared. Another fiber optic cable was replaced and the media converter was replaced, all without resolution so the procedure was cancelled with no adverse consequences to the patient. Later, the ethernet cable was replaced and the issue resolved. The system was powered down and back on multiple times with the new cable and the issue never recurred. The procedure has yet to be rescheduled.